Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, no issues with the luer threading or connections could be identified to indicate why a disconnection would have occurred. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, and without the physical sample to further evaluate, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Verbatim: the patient returned for pump dc. Per rn, nothing was disturbed with dressing & clamps. Blue clamp attached and secure. Large transparent dressing that was over the connection site with blue clamp was clean/dry/intact. Rn assessed pump ball, and it was empty (chemo administered). Rn removed clear transparent dressing. Everything remained intact. Rn went to unclamp the blue clamp, that¿s when the optima connector (c35-o) spontaneously disconnected from the port tubing. No chemo spill or leakage noted at the site. Dressing clean/dry/intact. Patient denied any leakage while at home. No injury reported. Per customer response: cadd pump tubing avanos homepump c-series elastomeric pump ref: (B)(4).

Event description:
Material: 515070 batch#: unknown. The patient returned for pump dc. Per rn, nothing was disturbed with dressing & clamps. Blue clamp attached and secure. Large transparent dressing that was over the connection site with blue clamp was clean/dry/intact. Rn assessed pump ball, and it was empty (chemo administered). Rn removed clear transparent dressing. Everything remained intact. Rn went to unclamp the blue clamp, that¿s when the optima connector (c35-o) spontaneously disconnected from the port tubing. No chemo spill or leakage noted at the site. Dressing clean/dry/intact. Patient denied any leakage while at home. No injury reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.